Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient with clinical ID (B)(6) and alliance clinical study having spinal therapy. It was reported that patient had several falls, causing the l1 screw to be pulled out a bit, stable position on 3 subsequent x-rays, however patient still has a good amount of pain. Investigator assessment: causal relationship to procedure, not related to device. Sponsor assessment: possible related to procedure and device. The adverse event result in the hospitalization. Start date: (B)(6) 2024, end date: (B)(6) 2024. It led to the subject to wear a brace. Ae serious flag: y. Date of additional surgery: (B)(6) 2024. Adverse event related to study index surgery was the primary reason for the additional surgery. The type of additional surgery: revision, the type of procedure: spinal, level treated: l1-l2. Did any medtronic cst alliance eligible device, that was implanted during the index surgery, remain in the subject at the end of this additional surgery: yes, outcome of this ae: resolved/ recovered. Outcome date: (B)(6) 2024. There were no further complications reported regarding the event. Additional information received that pre-op diagnosis for the patient was spinal deformities. Procedure involved was index surgery (B)(6) 2024 (crf included).

Manufacturer narrative:
A5a: patient ethnicity- white. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medication administration: were any of the opiates or narcotics (adjusted or administered): yes.

Event description:
Medication or therapy: hydrocodone, dose: 5-325 dose unit: 58; mg, frequency: q6h: every 6 hours, route: oral, indication: post op pain, start date: on (B)(6) 2024, end date: on (B)(6) 2024, is medication related to an ae: yes.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that site assessment changed to causal for device relationship.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.